Manufacturer narrative:
(B)(4): lead model 435135, serial# (B)(4), implanted: 2006-(B)(6), explanted: na; lead model 435135, serial# (B)(4), implanted: 2006-(B)(6), explanted: na.

Event description:
It was reported that the patient experienced a loss of therapeutic effect, beginning in (B)(6) of 2012. In (B)(6) of 2012, the patient was told that the ins 'wasn't working at all'. It was noted that the patient was hospitalized with aspiration pneumonia on (B)(6), and was unable to have the device checked. The patient was completely backed up with food, and experienced nausea. A mass was removed from the patient's throat, and there was food in the mass. Additional information has been requested, but was not available as of the date of this report.